Manufacturer narrative:
The complaint of a damaged stylet is confirmed and was determined to be use related. The product returned for evaluation was a hydrophilic stiffening stylet with a t-lock assembly. Complete breaks were observed in both the core and coil wires. The coil wire was observed to be severely elongated. The distal wire fragment including the weld tip was broken off and not returned. Microscopic inspection of the break in the core wire revealed a granular fracture surface and a tapered break profile. A region of increased luster was observed on the fracture surface of the core wire. Inspection of the break in the coil wire revealed a sharply defined fracture surface. One region of the coil wire fracture surface exhibited a glossy, striated fracture surface. The coil wire was not elongated in the vicinity of the fracture surface. These features were consistent with sharp instrument damage which likely occurred during trimming of the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, powerpicc solo catheter, guidewire drawing. No other information was provided. (B)(6) 2024: during evaluation of the returned stylet, the core wire was found to be severely elongated and broken.